Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, foreign matter like lumps of the material for spray coating was found in tubes before use. Some of these tubes were already used or discarded. Some affected tubes will be sent for evaluation."

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, foreign matter like lumps of the material for spray coating was found in tubes before use. Some of these tubes were already used or discarded. Some affected tubes will be sent for evaluation."